Event description:
Sinus surgery; I have been trying to stop a chronic cough and ongoing sinusitis since (B)(6) 2018. Surgical intervention (turbinate reduction) for chronic sinusitis/rhinitis on (B)(6) 2019 with no improvement. No allergies when tested, regular visits to ent doctor for help. After many rounds of steroid and antibiotic treatment along with multiple medications to treat respiratory issues, the chronic cough and sinusitis persists through today, (B)(6) 2021. FDA safety report ID# (B)(4).